Manufacturer narrative:
Co found the implant to be part number 0610, not 0609 as orginally reported. No observable defects could be found with the components themselves. Measurements taken met design requirements. A review of the lot history of the subject product was completed and found to be acceptable per release criteria.

Event description:
Dr. Returned a failed implant. No pt info was provided.